Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : death, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an emergency endovascular treatment for a type b acute aortic dissection with malperfusion using gore® tag® conformable thoracic stent graft with active control system. The procedure was completed with implantation of one ctagac from zone 2, one stent graft and one aortic stent from another manufacturer (zenith dissection endovascular system). After entering to the ICU, the patient developed symptoms of abdominal pain and paralysis of the lower limb. A contrast CT scan confirmed that retrograde aortic dissection had occurred from the proximal end of the ctagac. After the onset of chest pain and hypotension, the patient went into cardiac arrest, and cardiac massage was performed. An ascending aortic arch replacement was performed with on-pump, but the patient's cardiac function did not recover, and the patient expired. No autopsy information was available. The physician's comment: the implantation of ctagac likely caused the retrograde aortic dissection. The diameter of the aortic vessel under the left common carotid artery was about 37 mm, so the 40 mm ctagac device was implanted. However, it would have been better to select the 37 mm diameter device. After the ctagac was deployed to the intermediate, the angulation control was applied 30 times to adjust the angle, and then the device was fully deployed, but a "bird beak" remained. It would have been better to apply further angulation control after full deployment.